Event description:
Approximately two weeks post-implant, the patient developed left limb occlusion, with absent pulse in the left leg.she underwent a left ilisac artery pta with placement ot two stents, with restoration of pulses in her leg.